Manufacturer narrative:
The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.4 - 3.6 inr):qc 1: 3.0 inr. Qc 2: 2.7 inr. Qc 3: 2.8 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages.the customer's alleged result of 6.8 inr on (B)(6) 2022 was not observed in the meter's patient result memory. Medwatch fields d4, d9 and h3 have been updated.

Manufacturer narrative:
The meter and test strips were requested for investigation. It is unknown if the blood was applied within 15 seconds when the patient tested on the meter. Product labeling states "you must apply blood to the test strip within 15 seconds of lancing the finger and within 30 seconds when using venous blood. Applying blood later than that may produce an inaccurate result as the coagulation process will have begun."

Event description:
We received an allegation of a questionable inr result for one patient tested with the coaguchekxs meter with serial number (B)(4) compared to another coaguchek xs meter.  The meter result at 6:30 am was 2.5 inr. The meter result from the other meter at 6:42 am was 6.8 inr. The repeat meter result from the other meter at 6:43 am was 3.7 inr. The laboratory result which was done within four hours of the meter results was 3.0 inr. The physician believed the laboratory result. It is unknown if the blood was applied within 15 seconds when the patient tested on the meter. The therapeutic range is 2-3 inr. The interval of testing is daily.